Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had unexplained high blood glucose. Customer's blood glucose was over 700 mg/dl at the time of the incident. Customer stated that her current blood glucose was 268 mg/l this morning and then it went down to 163 mg/dl. Customer stated that she experiences dizziness when she's low but has no symptoms with high blood glucose. Customer uses a syringe if her blood glucose is over 500 mg/dl. Customer reported that she has contacted her health care professional regarding her unexplained high blood glucose. Customer stated that she has never tested for ketones. Customer stated that when she was over 700 mg/dl last year, it took 24 hours for her blood glucose to go down without eating. Customer stated that she uses insulin straight from the refrigerator instead of allowing it to reach room temperature. Customer has also experienced lows of 38-42 mg/dl.